Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device displayed an error code. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, right lexan safety cover and duo+ svc tubing were found to be physically broken. They were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The broken lexan cover and svc tubing are identified as the root causes of the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep via phone, the facility advised him that the pump displayed an error code. That is all the information the sales rep had been provided.